Event description:
It was reported that the lead detected low level of noise on rv sense amp channel. The noise was oversensed. It then inhibited pacing causing the device to deliver inappropriate hv therapy for vf. The physician thought that the noise was produced because of a loose setscrew. The setscrew was readjusted and no noise has been seen. It was later reported that the ICD was explanted, due to intermittent noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
The reported sensing anomaly was confirmed via review of the heart rhythm strips returned from the field and by manual manipulation of the device's header in the laboratory. The device was connected to standard loads and programmed for ddd bi-v pacing. The impedance measurements were normal. The device header was then tapped lightly and high amplitude noise appeared on the rv channel. The device header was x-ray inspected and a fracture in the rv-ring feedthrough wire was observed. The damaged rv-ring feedthrough wire could account for the intermittent noise experienced in the field.